Manufacturer narrative:
Summary of event: as reported, prior to a ureteroscopy, the basket of an 'ncircle delta wire tipless stone extractor' fully separated when attempting to move it to the closed position. The issue with this device was discovered when testing the device, prior to patient contact, and it was not used on a patient. A new basket was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 13097970. A complaint history database search showed no other related complaints associated with the complaint device lot 13097970. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The product specification for the ncircle delta wire tipless stone extractor was reviewed, and all extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Functional tests and visual inspection of the returned complaint devices were also conducted. One, used, 'ncircle delta wire tipless stone extractor' was returned for investigation; the handle was in the open position and the basket formation was partially opened with 7mm of the basket formation extending the end of the basket sheath. The basket sheath was severed 2mm past the distal end of the support sheath with 5mm of coil exposure; the coil appeared to be off-set. The handle could not actuate the basket formation. The returned device was found to have a basket that would not function due to sheath damage. The basket sheath was separated near the distal end of the yellow support sheath. The basket of the device was attached to the device and had not separated. Based upon the available information and results of the investigation, cook has concluded that the cause for the sheath damage could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, prior to a ureteroscopy, the basket of an ncircle delta wire tipless stone extractor fully separated when attempting to move it to the closed position. The issue with this device was discovered when testing the device, prior to patient contact, and it was not used on a patient. A new basket was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Postal code: (B)(6). G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.